Event description:
Medtronic received information that one day post implant of this mechanical valve, one leaflet got stuck. The valve was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: product return and additional information have been requested but not received. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted.(B)(6). (B)(4).